Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with broken reservoir tube lip and battery tube threads. The insulin pump was received with cracked case at display window corners, cracked case at reservoir tube window corners, cracked reservoir tube window and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels, button error alarm and moisture damage. Customer's blood glucose level was 31 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised the insulin pump had moisture under the screen and may have been dropped in the water while customer was in the bathroom. Troubleshooting for moisture damage was performed. Customer advised there were frequent alarms occurring. Customer declined to troubleshoot for low blood glucose levels. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.